Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported wire at distal end is exposed. However for clarification, the product problem was a broken grip cable. Based on this, the complaint was confirmed. One grip cable is broken at the distal idlers. Idler pulley was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si colectomy procedure, the surgical staff reported seeing an exposed wire at the distal end of the mega suturecut needle driver. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.